Manufacturer narrative:
On bad cut issues (no serious injury): power was checked and the transmission measured. Transmission found low. After cleaning and re-aligning, power to handpiece has increased. This improved the flap cut quality. On dlk: reason for dlk unknown, is cannot be caused by the device.

Event description:
Clinic reports bad side cuts and an increase in dlk.